Event description:
It was reported that during a right coronary artery graft interventional procedure, a trek (2.5 x 20 mm) balloon dilatation catheter (bdc) was prepared as usual and advanced. Reportedly, there was difficulty with the inflation of the trek (2.5 x 20 mm) balloon and blood was seen in the delivery system. The trek (2.5 x 20 mm) bdc was removed and discarded. Another (2.0 x 20 mm) bdc was used for the procedure successfully. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported and the reported failure to inflate was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.